Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2011 site's #22 in type 11 bone. Primary stability was achieved and osseointegration was not achieved. The implant was removed on (B)(6) 2011. Another implant was not successfully placed during the surgical procedure. Medical history: no significant findings.